Event description:
It was reported that upon interrogation with the analyzer, noise was found on the right ventricular (rv) lead. Sensing was also low. The pace/sense portion of the lead was placed in the left ventricular (lv) port and the lead remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) was at end of life (eol) and was unable to be interrogated. There was loss of pacing and high voltage function. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).